Manufacturer narrative:
The reported event of the impactor breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by the application of excessive force on the device. The visual inspection revealed that the breakage is consistent with the application of a high force on the device. Note, as stated in the operative technique: ¿impaction of the fracture may be accomplished by using the plate impactor together with a hammer or mallet. Note: use gentle hammering only - otherwise the impactor may be destroyed.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the impactor broke. According to sales rep, during surgery when the surgeon used the hammer, the impactor broke. All fragments were discarded in the hospital.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the impactor broke. According to sales rep, during surgery when the surgeon used the hammer, the impactor broke. All fragments were discarded in the hospital.